Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received was received as follows: the patient¿s anatomy was reported as there was no tortuosity, no calcification and no stenosis present. The balloon inflation was performed between the flared 16 ¿ 20mm diameter transition area of the stent graft was to ensure that the flared limb was fully opposed to the wall.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 5.5 cm in diameter abdominal aortic aneurysm. It was reported that the device was successfully implanted. The physician modeled the stent grafts with a reliant balloon which was completely within the stent graft between the junction of the 16mm limb and the flare. It was reported that during the ballooning of the right iliac stent graft the wire stents were expanded beyond design which caused a type iii fabric endoleak and a perforation of the right common iliac artery. The endurant iliac limb was immediately relined with another endurant limb which sealed the type iii fabric, endoleak and the perforated artery. It was noted that the patient required extra blood products. No additional clinical sequelae were reported and the patient is fine.